Event description:
Caller reported a cartridge alarm 20, which recurred every time they tried to access the load screen for a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support (cts) agreed to replace the pump, and the customer was advised to use multiple daily injections to ensure continuous insulin delivery. Despite having received a new pump earlier, they continued using the old one due to insurance approval issues. Cts planned to follow up with retention, sales, and billing for unresolved pump issues.